Event description:
A 2.25 mm x 20 mm sprinter rx dilatation balloon catheter was used to predilate an lad lesion. The lesion morphology was reported to be moderately non-tortuous with moderate calcification and 90% stenosis. It was reported that the balloon was advanced to the intended lesion site and upon inflation of the balloon, the balloon ruptured at a pressure of 12 atmospheres. The balloon was successfully removed from the patient as one unit. A second sprinter rx was successfully used to complete pre-dilatation; another manufacturer's stent was implanted to complete the case. No clinical sequelae were reported and the patient is reported to be stable. Medtronic has received the device and its analysis has been completed. A large hole was identified in the balloon material on the outside of a fold on the coated section of the balloon. Stress marks are evident around the hole and the edges of the balloon material at the leak site are jagged indicating that the hole was most likely caused by damage to the balloon material. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.